Manufacturer narrative:
Address line 1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and "small amount of liquid around implant".

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, and "small amount of liquid around implants." Device remains implanted.

Event description:
The device has been explanted.